Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all results obtained. The customer's expected fasting blood glucose test result range is 145 to 165mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 345 and 292mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/13/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). The customer stated he was in good health.